Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered and there were non-sustained tachycardia (nst) episodes with noise and short interval counts (sics). It was also reported that the nst episodes appear to be electromagnetic interference (emi); however the source cannot be identified. Therefore, the rv sensitivity was decreased to 0.6mv and the rv lead remains in use. No patient complications have been reported as a result of this event.